Event description:
Healthcare professional reported a lap-band with a leaking port, first noticed when less saline was able to be withdrawn from the band than was previously injected. The lap-band port was explanted and replaced.

Manufacturer narrative:
Taper ii. Allergan has received the product however the device has not been identified nor has the analysis has not been completed at this time. Based upon the model number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has received the product however the analysis not been completed at this time. No additional info has been reported to allergan regarding the serial number. Device labeling address the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."